Event description:
It was reported that an intraocular lens (iol) was explanted due to reason not provided. The explanted iol will not be returned as it was wasted/destroyed by the customer. No further information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: information unknown/asku. Explant date: if explanted, give date: information unknown/asku. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the device was discarded). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.